Event description:
A customer reported that the AED battery pack would not power on the AED. The customer additionally noted that the yellow cap at the end of the battery pack was not attached upon inspection. The customer did not report this occurring during patient use.

Manufacturer narrative:
The cause of the complaint is currently not known. No specific AED information was provided.